Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Distal locking peg disengaged from the plate from our variax distal radius plate.